Event description:
It was reported there was a high impedance issue during pre-operation. Impedance testing was performed and showed: c<(>&<)>9 2188 ohms, c <(>&<)>10 2044 ohms, 9<(>&<)>10 4168 ohms, and 9<(>&<)>11 had 4047 ohms. An explant occurred as a result. The patient¿s status at the time of report was alive with no injury. No symptoms or complications were associated with the event. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va00p3q, implanted: (B)(6) 2012, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3387s-40, lot# va00p3q, implanted: (B)(6) 2012, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).